Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> device history reviewed: no non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found additional reports, however no other incidents related to implant loosening total for lot number: 2 (com-(B)(4), com-(B)(4)) complaints received by cmw in the last 12 months for this issue ¿ by product code: (B)(4) by product family: (B)(4) (49x smartset hv, 87x smartset mv) if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reviewed medical records received on (B)(6) 2018. Left knee revised to address pain, instability, medial tibial collapse, and aseptic loosening of the tibia base plate at the cement to implant interface. Revising surgeon identified a very villous synovitis, consistent with implant loosening. He indicated femur and patella components were well-fixed, but the tibia base plate was loose at the cement to implant interface. Tibia cement mantle was not loose with respect to tibia bone. Femur, tibia, and insert were revised; patella tracked well, with no baja, so it was retained. Doi: (B)(6) 2014; dor: (B)(6) 2017; (left knee).

Manufacturer narrative:
Product complaint (B)(4). Investigation summary:no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot device history reviewed: no non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found additional reports, however no other incidents related to implant loosening total for lot number: 2 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 82. By product family: 136 (49x smartset hv, 87x smartset mv). H10 additional narrative: added: b1 and h6 (patient and device codes). H6 patient code: no code available (3191) used to capture the surgical intervention and joint instability.